Event description:
The customer stated that he tested his blood glucose and received a reading of 568 mg/dl. He retested and received a reading of 195 mg/dl. The differnec between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The test strips are to be returned for evaluation, and repplacement strips will be sent.